Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Insulin pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and insulin pump had a partial display. Blood glucose level of the customer was about 45 mg/dl. The customer was treated with the juice. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.